Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Reporter alleged discrepant patient blood glucose results of 453 mg/dl on the inform system back to back with a result of 253 mg/dl on the paramedic's meter when testing was performed 4-5 minutes apart. Patient had reportedly been switched to an intravenous solution of d5.9 saline solution to stabilize glucose levels, however, it was not based on the comparative results but due to the glucose results decline into the 200s mg/dl. Patient was stated to having been admitted to the hospital for a condition related to hyperglycemia and a condition not related to diabetes. Reporter stated pt upon admission was treated originally with an injection and IV of regular insulin based on inform system #1 results which were taken previous to the alleged comparison. Quality control testing was reportedly performed on inform system 1 & 2 where values from both systems tested within an acceptable range. Inform system: inform and comfort curve test strip lot 549439 with an expiration date of 01-31-08.